Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on an active meter, compared to a professional meter, within 10 minutes: 62 mg/dl (active) and 153 mg/dl (hospital's meter). No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.